Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) for non-malignant pain as well as other chronic/ intract pain (trunk/limbs). Patient reported their neurostimulator had not worked since they had a nerve ablation procedure (maybe (B)(6) 2016) conducted at the neurostimulator site. The patient told their physician about their device, but they did the procedure anyways. It was reported that the patient now felt unexpected stimulation in their neck and arms even when their ins had been turned off and turned down to 0.0 volts. It was reported the patient also felt burning at the lead locations and their ins charge level was depleting faster than expected. The patient charged three days ago ((B)(6)) so they were still able to connect to external components. It was reported that the patient would see a new physician on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.